Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. A proximal and a distal fragment without the lead tip were received. In between a segment of lead body was missing. The returned lead fragments had a length of 55 cm. The available lead fragments were visually and electrically analysed. The visual inspection revealed insulation abrasion 24 cm proximal to the lead tip which most likely occurred due to constant friction against another implantable device. The conductor cable to the shock coil was pulled out of the lead body which presumably resulted from tensile forces applied during the extraction procedure. Furthermore the svc shock coil was found deformed. It is likely that this damage also occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing and low rv impedance. As approx. 10 cm of the lead under complaint were not returned for analysis no further investigations regarding the root cause were feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. It was reported that 75 months after the implantation this lead was explanted and replaced due to oversensing and aborted shocks.